Event description:
I began using this unit (my second vick's brand unit/third kaz-manufactured unit) on recommendation of doctor to help with phlegm and cough, used it evenings from (B)(6) 2011. Followed all setup instructions and also used distilled water only, as well as the protec cartridge that came with the unit. Emptied unit daily and rinsed and dried all surfaces, allowed them to dry 18-24 hours before using again. Again (as with both previous units), I had a sore throat each morning when I woke up while I was using the humidifier. On (B)(6) after 3 days of use, I began to have allergy-like symptoms, didn't seem like a cold, but stuffy nose and burning and runny nose, sneezing. On the last day I ran the 3rd unit (and which was why I discontinued using it), I also had yet another black blood blister bubble in my mouth (3rd one - same thing that happened each time I used a kaz-manufactured humidifier, 1 honeywell and 2 vick's). I now an convinced the black blood blisters were all caused by using the humidifiers. I've never had anything like that before in my life, and I got one every time I used one of these humidifiers, which went away after I stopped using the unit, and another came back after I started using one again. When I stopped using the humidifiers, I also didn't wake up with a sore throat. The allergy-like symptoms of stuffy nose, burning and runny nose and sneezing, also stopped right away once I stopped using the last unit. I also saw, while I was drying the unit, that again, the white plastic inside on this unit also was turning black/discoloring, exactly like the previous unit. I have photos of this unit also, showing the discoloration, which I can email or will try to enclose hard copies if the discoloration can be seen clearly as in the digital photos. When I took the pictures of the two units, I showed the serial numbers in the photos so it can clearly be seen that there were two separate units that both discolored. After only 2 half-days running this happened on both of them. I returned the third unit to the store as well, unfortunately not realizing until later that the store would not be returning the unit to manufacturer but would just throw it away, is what I was told later. If something in this product causes the plastic to turn black after only 2 several-hour uses, what is it doing to our mouths, nasal passages, throats and lungs when we're using them and inhaling the mist - especially upon repeated or prolonged use - and especially if being used with babies or children who cannot tell us if they experience discomfort? Discoloration (white plastic parts of humidifier where water was circulating, turning black - from grease or oil in motor area or something in the chemicals in the protec antimicrobial cartridge that was included?) Because of this, and since these adverse events happened to me and/or to the units repeatedly with three kaz-manufactured humidifiers, I am convinced that all these health issues I experienced were related to the humidifiers. I filed a consumer product safety concern report with the cpsc (consumer product safety comm.), on (B)(6) 2011, report number was (B)(4), related to this and one other vicks v4500 humidifier (both of which I am filing FDA reports for currently), only to be advised a couple of weeks later by email that these humidifiers are not covered under this agency and that I should contact the FDA instead. However, I do have a hard copy of that report which they had mailed to me before they determined that these were not under their jurisdiction. Out of concern for my health and not knowing what I may have been exposed to and what effects it might have on me long-term, and concerned about the safety of the products for other people, I consulted an attorney. Attorney advised I not return the first unit (honeywell) which I still have, as she said it is my only proof of what happened, with that unit and that I needed to keep it. Attorney also advised me to purchase another unit, the same kind as units 2 and 3 which I had already returned, so I would also have proof of what happened with those two units I had purchased (discoloration) - because since it happened with two units it will undoubtedly happen with this new one which I now have which is unused, if someone were to test it. So I checkmarked yes under "product available for evaluation" on the form even though I don't still have the original 2 units. Same rptr as mw5024824 and mw5024825.